Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows outer tray product packaging. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone temp sensing foley catheter. Visual inspection of the sample noted no physical defects present. Attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and leakage found from a pinhole measuring (0.013") on the balloon. This does not meet specification which states " pinholes are not permitted". No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: contents temperature-sensing catheter <with bard® hydrogel and bacti-guard®* silver alloy coating > water-soluble lubricant closed drainage bag with urine-meter (complete care® type) syringe prefilled with sterile water bard®10% povidone-iodine solution tweezers cotton balls sheet gauze pads gloves h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that about 3 hours after placement, when checking the foley catheter for removal of the patient, it was found to have fallen out. Leak was unknown because it had not been reproduced. It was noted that the given lot# was myjs3597.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that about 3 hours after placement, when checking the foley catheter for removal of the patient, it was found to have fallen out. Leak was unknown because it had not been reproduced. It was noted that the given lot # was myjs3597.